Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. There was no indication that the product caused or contributed to an adverse event. The reporter stated that the up arrow, down arrow, and ok keypad buttons were under responsive. Additionally, the reporter noted moisture/corrosion in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.